Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a tp st monitoring kit belgium where the customer reported the following issue: ¿during a blood test on an umbilical arterial catheter in a 640g baby, presence of an abnormal air intake in the syringe associated with a significant flow of blood (due to blood pressure) under the tap: presence of a crack in the tap of the pressure head. Loss of approximately 10 ml of blood. Risk of infection and hemorrhage requiring transfusion of packed red blood cells.